Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 32 year old male patient presenting for impella support. While on the device, the patient experienced hemolysis. As treatment, haptoglobin was administered to the patient and the condition subsequently improved.